Manufacturer narrative:
Additional information received from the site states that this stent was never implanted in the patient. Therefore this MDR report was submitted in error and no longer meets reportability criteria.

Manufacturer narrative:
This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00016, 3003742446-2011-00017, and 3003742446-2011-00018. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from (B)(6) study. The patient was (B)(6) female with a history of positive functional study for ischemia, hypertension, congestive heart failure, diabetes, pulmonary edema, menopause, heartburn, and occasional insomnia. The patient was discharged 4 days post-procedure. The target lesions were the mid and distal right coronary artery. The distal rca was stented with a (B)(4) at 12atm. The mid rca lesion was de novo and a type b1. Pre-procedure stenosis was 95%. Pre-procedure timi flow 2. The lesion was pre-dilated with a 3 x 15mm at 14atm. A (B)(4) was deployed at 12atm. A (B)(4) was deployed at 14atm overlapping and proximal to the initial. A (B)(4) was deployed at 14atm, overlapping and proximal to the initial. The stents were all post-dilated with a 3 x 15mm balloon at 14atm. Post-procedure timi was 3 and stenosis was 0%. The patient was discharged 4 days post-procedure. The patient was readmitted 12 days post-procedure in hypertensive crisis and pulmonary edema. Approximately 10 months post-procedure, the patient was hospitalized for hypertensive crisis and chf with a nstemi. It was medically managed only. The patient had another hypertensive crisis 13 days later. The events were noted as not related to the index procedure or cypher stents.